Event description:
It was reported that stent damage occurred. Vascular access was obtained via femoral artery. The no total occlusion target lesion was located in the moderately calcified and moderately tortuous left circumflex artery with a significant bend on >=90 degrees. The patient presented with a myocardial infarction less than 72 hours prior to the procedure. Predilation was performed with a 2.0 15 apex balloon catheter. A 8x2.50 omega¿ stent delivery system was selected to treat the lesion. The physician tried to use the device, but the proximal structure of the stent was destroyed. The procedure was completed with a different device. No patient complications were reported and patient's status was stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).